Event description:
Approx 10 yrs and 5 months postoperatively, the pt developed acute onset shortness of breath and dyspnea on exertion. Echo showed severe aortic stenosis, insufficiency, and an elevated gradient of the aortic prosthesis. One leaflet was found to be fixed in the closed position and the other leaflet had restricted movement. A complex reoperation was performed including removal of this aortic mechanical valve, resection of the aortic root and ascending aortic aneurysm, aortic root replacement, mitral valve replacement, tricuspid valve repair, coronary artery bypass grafting x2, left ventricular outflow tract enlargement with septal myomectomy, and patch annuloplasty of the aortic annulus and the mitral annulus. During the procedure, subannular pannus and thrombus at the hinge mechanism were found on the explanted aortic valve.